Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, in (B)(6) 2024 the primary implantation of tornier flex components / perform reversed components was done. The indication for which the implant was initially used was not a fracture, degenerative arthrosis. On (B)(6) 2026, the revision surgery was done due to glenoid bone erosion. The implant was properly set, but the bone quality was really poor and the implant started loosening early with the bone integration. The revision surgery faced a huge bone loss surgical delay of 15 minutes to manage vein bleeding and vein bleeding was managed properly, no adverse consequences. Procedure was completed successfully. The final implant was a hemiarthroplasty with glenoid bone graft, instead of a re-implant with a reversed implant in the glenoid.

Event description:
It was reported that, in (B)(6) 2024, the primary implantation of tornier flex components / perform reversed components was done. The indication for which the implant was initially used was not a fracture, degenerative arthrosis. On (B)(6) 2026, the revision surgery was done due to glenoid bone erosion. The implant was properly set, but the bone quality was really poor and the implant started loosening early with the bone integration. The revision surgery faced a huge bone loss surgical delay of 15 minutes to manage vein bleeding and vein bleeding was managed properly, no adverse consequences. Procedure was completed successfully. The final implant was a hemiarthroplasty with glenoid bone graft, instead of a re-implant with a reversed implant in the glenoid.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation, and no other evidence was provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labelling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.